Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. Programming changes made. There were no patient consequences.